Event description:
On may 8, 2022, a customer emailed (B)(6) that is supplier's email accout, stating that the customer used test kits recalled by FDA at home and office to protect himself/herself and others, but the user was unware that these tests produced false negative until pcr testing revealed positive results in conjunction with continous negative results from celltrion tests ordered through sunline supply, both boxes of 25 tests match the ref# on the recall notifications. So the user requested to refund full purchase price plus shipping cost of these products attaching the receipt. Importer comments: on december 19, 2022, when this case was first tracked, the user said that he/she had confirmed with the sunline supply that this batch of products was not subject to the recall and that no refunds had been approved. He/she said he/she decided to not pursue the issue any further as he/she had only anecdotal evidence of the positive pcr tests, and could not proof when the home tests where taken and by who. On december 19, 2022, in the second follow-up this, the customer refused further contact except for refund. There is no available information of the product detail provided and this is the late case report to submit to FDA and this medwatch report will be sent to manufacturer for their awareness.